Manufacturer narrative:
Unit received with no button response due to corroded keypad traces. No button error alarm noted. Unable to verify battery out limit alarm due to no button response. Unable to perform operating currents due tono button response. Pump received with scratched lcd window. Pump received with cracked reservoir tube lip. Pump received with cracked reservoir tube. Unit received with cracked belt clip slot. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 3333 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.